Manufacturer narrative:
Evaluation, results: as received, the returned lead was visually examined under the microscope, and broken/kinked wires were observed approximately 27.5 cms from the stimulation end. A lead compression mark was also observed approximately 31 cm from the stimulation end. This damage is consistent with repeated stress on the lead at the junction of anchor. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's (B)(6) scs system includes a percutaneous lead implanted on (B)(6) 2011. It was reported the pt suddenly lost stimulation. An x-ray was taken; however, no visual anomalies were detected. Surgical intervention was undertaken on (B)(6) 2011 to address this issue, and it was found the lead was broken at the anchor junction. As such, the lead was explanted. No further complications were reported.